Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during exploratory laparotomy ,cholecystectomy, I and d and placement of mesh, the device experienced loading and firing issues. The surgeon was not able to squeeze the handle when the issue occurred. The parts of the handle and internal moving components disengage and fell into patient's cavity. An x-ray was ordered and performed to locate the component. It was visibly found and manually removed. Another device was opened and used to complete the procedure. No patient injury has been noted.